Manufacturer narrative:
A ge representative evaluated the system and repaired a camera cable. System operates as intended. (B) (4).

Event description:
The customer reported that while in cardio vascular mode, the system would fluoro, but in other modes would not make exposures. No patient injury was reported.